Event description:
It was reported that the patient stated he could not see correctly. The doctor explanted the lens by cutting into three pieces. In addition, it was stated that the lens was dislodged in patient's eye as well and doctor did not understand why. The patient said that nothing happened that would have caused the lens to dislodge while implanted in the eye. Follow-up with the customer indicated that in addition the posterior capsule tore during the procedure and the doctor questions if there was a rough edge on the haptic or another cause. The patient is reported to be doing fine.

Manufacturer narrative:
(B)(4): explanted intraocular lens. Product evaluation results: visual inspection shows that the lens was received cut in several pieces. It was described by the reporting physician that he explanted the lens by cutting into three pieces. No further deviations were found. No rough edges on the haptics could be found. Diopter measurement records from this particular lens was verified and showed to be within specifications. This is in compliance with the labeled dioptric power of this lot number. Prior to market release the lens met all manufacturing requirements. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
Correction to pt date of birth: (B)(6), a3: male, left eye was explanted.